Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Bone plate broken in 30 days post- operative of the implantation. Operation was performed on patient left hand radius on(B)(6) 2015. Surgery was successfully completed with an tubular plates products (article no.:lm306s) and patient was in stable situation. After leaving hospital, the plate got broken with unknown reason. A second operation was performed on patient with new plate on (B)(6) 2015. The withdrawal broken plate was already discarded by hospital,so they can not provide the used sample.